Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-may-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 locking mechanism sensor was failing constantly. A field service engineer removed and replaced entire half height drawer 2 to ensure it doesn¿t come back and a brand-new drawer can be used instead. After swapping the drawer and assigned the drawer to its current position in storage space configuration. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 2.2 locking mechanism failed. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.